Event description:
On (B)(6)2011, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography angiography (cta) showed aneurysm growth (amount unknown) and contrast in a lumbar artery and inferior mesenteric artery (ima). On (B)(6) 2013, the patient underwent a reintervention to explant the gore excluder aaa endoprostheses. It was reported a type ii endoleak from a lumbar artery and ima appeared to be feeding into the aneurysm sac. The devices were explanted and the aneurysm was repaired with a surgical graft. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc201000/8851900, pxa260300/7240853, pxc161000/7244791, and pxa230300/8420795.